Event description:
It was reported, the patient underwent a lead revision during the week prior to report. Additional information stated diagnostic testing was ¿inconclusive.¿ it was noted, the cause of the patient¿s issue was a ¿car accident.¿ it was reported, the patient was ¿doing fine¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754 lot# serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).